Manufacturer narrative:
(B)(4). The complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as user facility medwatch #: 3901620000-2013-8001. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guidewire fracture occurred. The target lesion was located in the left superficial femoral artery. A 300 cm str pt guidewire was advanced. The tip of the interventional wire broke off in the left superficial femoral artery. The procedure itself was not successful since the tip of the wire remained inside the patient.